Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with two 350cc mentor memorygel breast implants and suffered bilateral breast implant ruptures, post-operatively. The ruptures were diagnosed via an ultrasound. As a result, the patient underwent bilateral breast implant removal and replacement with two unspecified implants on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 18, 2022, mentor received additional information indicating that the suspect medical devices were implanted for primary breast augmentation. In addition, the patient's details, such as, patient identifier and date of birth were also provided. Lastly, the patient's implants were replaced with the following devices: (left) 325cc mentor memorygel xtra breast implant catalog: smpx325 lot: 9719724 sn: (B)(6) and (right) 325cc mentor memorygel xtra breast implant catalog: smpx325 lot: 9719724 sn: (B)(6). On september 20, 2022, the mentor failure analysis lab received the device for evaluation. On september 22, 2022, an analysis of the suspect medical device's photo was also completed: during the visual evaluation of the image provided, some bubbles were observed in the gel. On september 30, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 350cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.